Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the complaint device was returned for evaluation. The loose connection between the stopcock and hemostasis valve flush port was confirmed via returned device analysis, as a proxy stopcock was unable to be securely attached to the flush port. The threads of the hemostasis valve flush port were examined under the keyence microscope, and a crack was observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being reported based on returned device analysis of the steerable guiding catheter ((B)(4)) which found a crack in the hemostasis valve flush port. If this were to occur in the anatomy, a crack has the potential to compromise the fluid path integrity and may cause or contribute to air embolism. It was reported that during preparation of the steerable guiding catheter, the 3-way stopcock was attached to the port of the sgc, but spontaneously unwound and would not stay connected. It was noted that the port of the device felt slippery. Several stopcocks were used unsuccessfully. The device was not able to be flushed due to the issue with the connection. The device was not used and there was no patient involvement. Another sgc was used without issue in the procedure. There was no clinically significant delay in the procedure. No additional information was provided. Subsequent returned device analysis found that there was a crack in the hemostasis valve flush port.